Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Ge healthcare has recommended to the hospital to replace the high powered display central processing unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during preoperative testing, the screen blanked out intermittently. There was no report of patient involvement.